Event description:
It was reported by service report that the mattress was not secured to the litter due to missing velcro piles. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Mattress; velcro.